Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 8.0mmx60mmx135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres for few seconds. The device was removed without any problem, and the procedure was completed with another of he same device. There were no patient complications as a result of this event.